Event description:
Discordant results were generated by the advia centaur xp system for multiple patients and assays. The results were reported out of the laboratory. The samples were then retested and yielded results within expectations. Amended results were then reported to the attending physicians. There were no reports of adverse health consequences or known patient intervention due to the discordant results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that leaking at the wash separation manifold caused the event. The fse removed and replaced multiple parts to effectuate the repair. Quality controls were run. The instrument is performing within specifications. No further evaluation of the device is required.